Manufacturer narrative:
The device has not been returned to the manufacturer for investigation. No additional information has been received despite numerous attempts. If the device is returned or more information is received, a follow up report will be filed.

Event description:
It was reported that during a biopsy, the surgeon missed the tumor by 1 cm. There was a delay in the procedure of over 30 minutes due to this event. No further information has been received despite numerous attempts.